Event description:
He heartmate 3 mini-apical cuff was sutured to the apex of the heart during a procedure that was supposed to be placement of a heartmate 3 left ventricular assist device via left anterolateral thoracotomy. This was going to include exposure and repair of left common femoral artery and common femoral vein and transesophageal echocardiogram (tee). Hemostasis was not achieved. The patient had preexisting conditions of hypertension, stroke, surgery, coronary heart disease, heart failure, percutaneous coronary intervention (pci) x3, aortic valve replacement, and chronic anticoagulation. The patient was left open following reimplantation of heartmate 3 on (B)(6) 2024. The physician felt that it was a coagulopathic issue instead of a problem with the mini-apical cuff since bleeding continued when exchanging to the apical cuff. The patient passed away on (B)(6) 2024.

Manufacturer narrative:
B5 - narrative information. Sections d1 and d4: corrected. H1, h2 - type of reportable event. H6 - adverse event problem codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient passed away on (B)(6) 2024 due to multisystem organ failure. The outcome was not device related. The device operated as expected.

Manufacturer narrative:
Section b1: type of report corrected. Section b3: date of event corrected. Section d9: the heartmate 3 mini-apical cuff returned for evaluation. Manufacturer's investigation conclusion: the reported bleeding could not be confirmed through this evaluation. Evaluation of heartmate 3 mini apical cuff, lot number 8549806, did not reveal any device-related issues that would have contributed to the reported event. According to the account, the cause for the reported blood leak was likely a coagulopathic issue with the patient. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multisystem organ failure and patient outcome could not be conclusively determined. The mini apical cuff was returned in used condition. The mini cuff showed suture holes along the felt ring but was otherwise unremarkable. The inner diameter of the metal frame of the mini cuff as measured using calipers and was found to be within specification. The mini cuff was inserted into a test heartmate 3 left ventricular assist device (lvad), and the mini cuff engaged within the cuff lock without difficulty. The mini cuff appeared to be correctly seated. It was reported that (B)(6) will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 of the IFU, ¿introduction¿ lists potential adverse events, including bleeding, multiple types of organ failure and dysfunction (respiratory failure, right heart failure, renal failure, hepatic dysfunction), and death, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient was then implanted with a heartmate 3 on (B)(6) 2024. After the surgical implant of mini¿apical cuff, outflow graft, and blood pump, the surgeon noticed blood leaking in between the pump and mini¿apical cuff. The bleeding came from the suture line around the mini-apical cuff and apical cuff. The pump was rotated in both directions to help with the potential seal leak. The patient then went back on bypass and the pump was unclipped and repositioned. The leak remained. It was decided to try a new apical cuff. A regular apical cuff from the implant kit was used. The leaking was visualized with this cuff as well. The patient was transfused with copious amounts of blood products. The surgeon and clinical specialist discussed options and deemed this a coagulopathy issue with the patient and not to replace any more products. The mini apical cuff was collected and ready to be sent back to abbott for analysis. The patient returned to the ICU with chest open and packed to allow for more time to achieve hemostasis. The patient was washed out and closed on 29apr2024 in the operation room (or) and pump components were visualized. There was no need for any product exchange as hemostasis was achieved. The patient was clinically stabilized but remained critically ill in the ICU.